Event description:
It was reported, the camera head had image abnormalities. The issue occurred, prior to use for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the image had become whitish, due to internal flooding. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The event can be detected/prevented, by following the instructions for use which state: never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. Make sure, that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Wet contacts could cause the equipment to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.